Event description:
Event description cpi received information that during an invasive procedure to reposition the ventricular lead, model 4285 serial number 202765, this implantable pulse generator (ipg) was explanted because the tip of the wrench broke off and remained inside the connector block.